Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone that they experienced high blood glucose reading of 400 mg/dl. Customer did not needed troubleshooting for high blood glucose reading. The insulin pump was off for couple days. The insulin pump alarmed no delivery alarm. Customer filled the tubbing with 5 units. Customer states the insulin exited. Customer said cannula was bent. Customer said the issue was bent cannula. Troubleshoot was performed for bent cannula. Customer changed to infusion sets. Infusion sets will return for analysis. The insulin pump will not be returned for analysis.